Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported on last two 10 packs from this box found several syringes when removed the needle shield, the needle hub assembly was stuck inside the shield. Discarded samples. Dc lot # could not find it on the bag. Catalog# 328418 date of event unknown sample status discard.